Event description:
Customer reported a z galvo error 209 during side cut. Surgery cases were cancelled for the day. No further information provided. Per follow-up, it was determined that the patient treatment was not completed on the same visit. The case was aborted between the procedure. There was no injury, and intervention to the patient. The flap was not lifted and the patient was sent home. Patient will return at a later date to complete the procedure.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Section d6: if implanted, give date: not applicable, as laser system is not an implantable device. Section d7: if explanted, give date: not applicable, as laser system is not an implantable device. Device evaluation: product testing was performed as the field service engineer (fse) replaced the z stepper motor/driver. The probable cause is due to a component failure. Service found operator error. Service provided instruction. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints of galvo issues were reported. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.